Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Coronary and stent thrombosis, including complete occlusion of the vessel, are known potential outcomes of stenting, and are listed as a possible adverse event in the device instructions for use (IFU). It is possible that the angina, st segment elevation, and myocardial infarction, which are listed as possible pt effects in the device IFU, were consequences of the thrombus, though this cannot be confirmed. A conclusive root cause cannot be determined. There are no indications of a prod qual issue.

Event description:
Reporting status: serious injury-permanent damage; surgical intervention. Reporting rationale: thrombosis requiring surgical intervention; permanent damage. Device issue: no device malfunction has been reported. It was reported that the vision stent was implanted in the left anterior descending artery (lad) in 2008. On four days later, the pt had severe chest pain (st elevation mi) and was taken to the cath lab for an angiogram. The angiogram showed that the stented lesion had been occluded totally by thrombus. The pt was given eptifibatide [integrilin- for acute coronary syndrome] and the pt was sent for bypass surgery. No add'l event or pt info is available.